Event description:
It was reported that within ten days of implant, the right atrial (ra) lead was found to have dislodged and was in the ventricle. The ra lead was repositioned and able to obtain satisfactory electrical values. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652 implantable pacing lead (B)(6) 2013. (B)(4).